Manufacturer narrative:
The reported events of high pacing lead impedance, intermittent capture and high pacing threshold were not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No other anomalies were found.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high and low pacing impedance. Additionally, the rv lead exhibited intermittent capture and high pacing threshold resulting in loss of capture during pocket suturing. The rv lead was not used and replaced on 03 sep 2024. The patient was in stable condition.